Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error. The customer¿s blood glucose was 118 mg/dl. The customer reports they received a critical pump error image on the pump screen. Troubleshooting was performed for critical pump error. The customer was advised pump will be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm noted in the insulin pump history and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Device was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case and minor scratched lcd window.